Event description:
A customer in the united states reported a (B)(6) cefoxitin screen for a (B)(6) (atcc® 29213) quality control strain when using the vtek® 2 ast-gp78 test kit (lot 2780684403). The isolate was tested twice and the cefoxitin screen was (B)(6) with (B)(6). The pcr cepheid resulted in (B)(6). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A us customer notified biomérieux of false negative cefoxitin screen (oxsf) and susceptible oxacillin (ox) mics = 2 for a s. Aureus isolate and vitek 2 ast-gp78 card with software v07.01. The result was confirmed as mrsa by cepheid, positive for meca. The strain was submitted for investigation. An internal biomérieux investigation was performed with results as follows: the submitted strain was subcultured, identification confirmed as s. Aureus, and testing included ast-gp78 cards from the customer's lot (2780684403)and a random lot (2780523203) as well as agar dilution (ad) as the reference method for ox, cefoxitin disk diffusion as the reference method for oxsf test and pbp2a. Testing was performed with vitek 2 software v7.01 and v8.01. Exper/essay 5492/212 911732 (f49309): when testing with vitek 2 software version 7.01, ox mics = 2 and1 and negative oxsf results were obtained, duplicating the customer's results. Testing with software version 8.01 ox mics = 1 and positive oxsf results were obtained resulting in aes modification of ox to resistant and the detection of mrsa. Ox ad mic = 0.5 and pbp2a was positive. The cefoxitin disk diffusion was resistant (16 mm) note: the customer's results would have triggered the bioart rule as described in fsca 4018 alerting the user with further instruction per their laboratory practices.